Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in china.

Event description:
A dissection patient. After the surgeon released the relay nbs pro, it was found that the tip head end was detached to the system floating at the arch of the thoracic aorta when stage 4 motion was practiced. And it could not be pulled out of the body with the steel toll. Finally, a trap was placed on the same side to capture the tip head end through the super-stiff guide wire lunderquist, and the tip head was pulled out from the femoral artery but caused a severe damage to the femoral artery entrance. With extra press on the spot, the blood did not stop. To solve this issue, a viabahn stent graft was implanted. Patient outcome: "another stent was implanted to stop bleeding."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in china.

Event description:
A dissection patient. After the surgeon released the relay nbs pro, it was found that the tip head end was detached to the system floating at the arch of the thoracic aorta when stage 4 motion was practiced. And it could not be pulled out of the body with the steel toll. Finally, a trap was placed on the same side to capture the tip head end through the super-stiff guide wire lunderquist, and the tip head was pulled out from the femoral artery but caused a severe damage to the femoral artery entrance. With extra press on the spot, the blood did not stop. To solve this issue, a viabahn stent graft was implanted. Patient outcome: "another stent was implanted to stop bleeding."